Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that patient's infusion device displayed e8 (power interrupt). The patient changed the battery in the device. The device still displayed e8; the patient could not clear the message because the check button was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. No malfunction of the pump could be observed. The buttons meet the specification regarding the customer's allegation.